Event description:
Received information regarding multiple cartridge alarms during the load process. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
An additional lot number was reported (lot #1014566). The device is expected to be returned; however, the device has not yet been received. A follow-up supplemental report will be submitted if the device is received